Event description:
It was reported that during a procedure to implant a vena cava filter via the femoral vein, the feet became stuck in the spline, and only the arms would deploy. Another physician was called in on the case, and the drs still were not able to deploy the filter completely. The vena cava filter filter was removed via the jugular vein without difficult, and another g2 vena cava filter was implanted via the jugular vien. No injury to the pt was reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample was discarded by the user facility. It is unknown if pt or procedural factors contributed to this event. The results of the investigation are inconclusive and the root cause is unknown. The IFU (information for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: IFU (information for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter crossing of filter legs or arms, and could prevent the filter from further advancement with the introdurer catheter.